Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed headaches shortly after the trial procedure, which the physician suspected was due to leakage of cerebrospinal fluid from a dural puncture. The physician performed a procedure to address the symptoms and the patient completed the trial with successful results and wants to be implanted with the permanent device.